Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, it was noted the balloon was split. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b7. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: patient data files showed at least nine applications were performed with balloon catheter, afapro28 lot# 57849, without any issues or system notices on the date of event. External visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for nine injections. The balloon catheter failed the performance test due to triggering system notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿. Dissection and pressure testing showed a guide wire lumen breach at 1.19 inches from the tip of the catheter, coagulated blood was reviewed inside the balloon area. In conclusion, the reported system notice #50005 issue confirmed through data analysis and through the product analysis. Balloon catheter failed the returned product inspection due to guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.